Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a patient 23mm aortic valve implanted seven years, seven months, was explanted due to aortic insufficiency and stenosis secondary to calcification. Surgeon would like edwards to examine device. The explanted device was replaced with a 23mm aortic valve. Procedure went well and patient was reported to be doing fine.

Manufacturer narrative:
The product was returned for evaluation. Customer complaint of stenosis and calcification were confirmed through observed calcification and host tissue overgrowth. Complaint of aortic insufficiency could not be confirmed through visual observations. X-ray demonstrated wireform intact and heavy calcification on leaflets 1 and 3 and moderate calcification on leaflet 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 on the inflow aspect and 3mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal to moderate at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. As received, leaflet 3 had a cut-out of approximately 3mm x 5mm with one side of the cut-out approximately 10mm long. The cuts had a smooth and straight edge; leaflet fragments were not returned. The sewing ring was cut around leaflets 1 and 2 and exposed the wireform around 1 and 2at the inflow aspect. Wireform was also exposed near leaflets 1 and 3 and on commissure 2 on the outflow aspect. Sutures remained attached around sewing ring.

Event description:
Edwards received information that a 23mm 3000tfx aortic valve implanted seven years, seven months, was explanted due to aortic insufficiency and stenosis secondary to calcification. Surgeon would like edwards to examine device. The explanted device was replaced with a 23mm 3300tfx aortic valve. There was no indication for paravalvular leak and coronary ostia were free. The patient was weaned off cardiopulmonary bypass without difficulty. He was brought to the intensive care unit in stable condition. The patient was discharged on pod #4 in stable condition.